Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl while asleep and was found unresponsive by assisted living staff. Ems was called, disconnected the ilet, and transported the user to the hospital where the user was admitted and treated with intravenous glucose and fluids before being discharged on (B)(6) 2025. No long-term health effects were reported.